Event description:
It was reported the epg (external pulse generator) does not work, even with a new battery. Follow-up attempts were unsuccessful in obtaining further details. The epg was returned for field advisory update and repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). One side bail cover is also missing, the lead flex cover was contaminated, and the upper/lower cases, side bail covers, and the ring cover were broken.